Manufacturer narrative:
Zoll united kingdom evaluated the device and the device performed to specification. A review of the device logs show the user performed CPR during the first analysis until the device advised a shock and precharged to 120j. The user stopped CPR to deliver the shock, and then continued to perform CPR during the first three analyses, despite the device prompting to stop CPR. Performing CPR during ECG analysis can lead to false identification of non-shockable rhythms as shockable. According to the x-series operator's guide, the rescuer must stop CPR while the patient's rhythm is analyzed to determine whether it is shockable. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old female patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently administered the shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.